Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced loss of stimulation after having had a fall. Diagnostics indicated impedance values in the low range. Reprogramming was unsuccessful. X-rays indicated the lead was broken. Physician consult is pending regarding surgical intervention.